Manufacturer narrative:
Product complaint # ==>(B)(4). Additional information: a3. Gender additional information was requested, and the following was obtained: 1.please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?=>female, open total hysterectomy 2. Was there any intraoperative concurrent use of other products?=>no. No other hemostatic agent was used. 3. What is the lot number?=> the lot number was not confirmed. 4. Where was the surgicel used (on what tissue)?=>peeled area after removing the uterus. 5. How much surgicel was used during the procedure?=>full dosage. The whole amount of this product (3 g in total) was applied to the detached surface after total hysterectomy. 6. Was the surgicel product left in place?=>yes was the excess irrigated and removed?=>no 7. Has any surgical or medical intervention been performed?=> the doctor did not answer the contents of treatment for the infection. 8. What is physician¿s opinion as to the etiology of or contributing factors to this event?=>the surgeon thought that there was a possibility of infection because the product was not cleaned, irrigated, and removed after use. 9. What is the patient¿s current status?=> the current patient is in good condition we got this info from the sales-rep. ·because the case was about 2 years ago, we interviewed the physician, but could not confirm the detailed information. ·the patient's background was confirmed with the physician, but it was unknown. ·after the surgery, white powder came out from the vagina, so infection was considered. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? =>unk 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.=>unk 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=>unk 4. What were current symptoms following the index surgical procedure? Onset date?=>unk 5. Were cultures performed? If yes, results?=>unk 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection?=>unk 7. What is the users experience w/ surgicel powder and other hemostatic agents?=>unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initially reported event month and year are (B)(6) 2023 along with the procedure date of (B)(6) 2023. However, the additional information response from march 3, 2023 stated that this case occurred two years ago. What are the event date and procedure date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Type of investigation

Manufacturer narrative:
Product complaint#: (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Were cultures performed? If yes, results? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a uterine corpus cancer procedure on (B)(6)2023 and absorbable hemostat was used. About one week after the surgery, an infection occurred. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the initially reported event month and year are february 2023 along with the procedure date of (B)(6) 2023. However, the additional information response from march 3, 2023 stated that this case occurred two years ago. What are the event date and procedure date? The initially reported date is wrong, the correct information is that this event occurred 2 years ago. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Date of event.